Event description:
While doing a laparoscopic sleeve gastrectomy, we had issues with the harmonic device. During the initial set up, it was needed to retighten the assembly per the generator. This is unusual. The handpiece had 83 uses left. During the case, after using the device for dissection, it was sitting on and turned off by itself. It then needed to be reactivated. This has occurred several times in the past. The cord was removed and a product failure form filled out. The cord was taken to the materials office.